Event description:
The event is reported as: "complaint alleges that unit has no audible alarms. Allege defect noticed during pt use." No pt injury/consequence reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.